Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The superpower battery, used during the event was returned to zoll medical japan for evaluation. The customer's report was duplicated and attributed to the defective battery. A replacement battery will be sent to the customer. Analysis of reports of this type has not identified an increase in trend.